Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd kiestra¿ inoqula+¿ had an issue with the barcoda lid falling. The following information was provided by the initial reporter: "door above printer falls down".

Event description:
It was reported that bd kiestra¿ inoqula+¿ had an issue with the barcoda lid falling. The following information was provided by the initial reporter: "door above printer falls down".

Manufacturer narrative:
H.6 investigation summary: it was reported on the bd kiestra inoqula that the door above the printer falls down. The field service engineer visited the customer and replaced the gas springs, holding the barcoda hood. The issue that the door above the printer fell down was confirmed by the field service engineer. Further analyses tasks have been opened for the investigation of corrective actions leading to avoid risks of errors and user injury. Design history record (DHR) review is not required for this complaint as further analysis is underway. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Bd quality will continue to closely monitor for trends associated with this issue.